Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he experienced high blood glucose. The customer's blood glucose was 450 mg/dl at the time of incident. The customer stated that he treated his high blood glucose with manual injection. The customer also reported that none of the buttons worked and the insulin pump had a blank display. The customer stated that the insulin pump display went back when he inserted a new battery. The customer also stated that the insulin pump passed self-test. The insulin pump will not be returned for analysis.